Manufacturer narrative:
The glucose reagent lot number was 73288001, with an expiration date of 31-aug-2024. The field service engineer found a broken probe tip in the wash station. The wash station was potentially not positioned correctly. The probe was replaced. The transfer arm was checked and there were no issues. The rinse station position was checked. The fluidics system was operating correctly. Precision studies passed. The customer ran controls. The investigation is ongoing.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with cobas integra glucose hk gen. 3 on a cobas integra 400 plus analyzer. The sample initially resulted in a glucose value of 99 mg/dl and it repeated as 75 mg/dl. The customer did not know which value was correct.

Manufacturer narrative:
As qc recovery was acceptable, there was no indication of a performance issue with the reagent. The investigation determined the service actions resolved the issue.